Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that multiple cartridges was leaking. Customer loaded a new cartridge to address the issues. It was reported that the customer experienced an elevated blood glucose (bg) level of 501 mg/dl. A manual insulin injection was administered to address bg.